Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient has excellent control on the right body. The left body had very good control for a few days then suddenly the patient felt like he was ¿switched off¿ for no apparent reason. Loss of therapy was noted. A few days very tremulous on the right then things ¿kick¿ back in again; very unpredictable. The patient said that he has not damaged the system, then remembered he had a ¿slight¿ car accident and had his seat belt over the implantable neurostimulator (ins). The following impedances needed to be checked out: c <(>&<)> 0 =3599 c<(>&<)> 1 =2135 c <(>&<)> 3 =1589 c <(>&<)> 3 =1603 0 <(>&<)> 1 =4879 0 <(>&<)> 2= 4468 0<(>&<)> 3 = 4879 1 <(>&<)> 2 =2931 1 <(>&<)> 3 3270 2 7 3 = 2348 the following were all high: c<(>&<)> 0, c <(>&<)> 1, c <(>&<)>2, and c <(>&<)> 3. The following was noted: l stn 2848, ma 0.685 rr stn 730, 4.778 it was unknown when this event occurred.

Manufacturer narrative:
The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4).